Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information received from the patient via the manufacturer's representative reported that they lost coverage to their right lower le g/foot from the implantable neurostimulator (ins). Their pain had become worse. It was noted that the patient moved a picnic table and felt after that it may have caused the change in stimulation coverage. An impedance check was run and showed some of the electrodes were out of range (high impedances). The ins was reprogrammed to recapture the coverage in the patient's foot. The reprogramming was successful using the electrodes that were still within normal limits. The issue was reported as resolved at the time of report. No surgical interventions occurred or were planned. The patient status at the time of report was noted as "alive - no injury". The indication for use for the implanted device was noted non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.